Event description:
It was reported that expiratory pressure transducer printed circuit board (pcb) of the ventilator was replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported having issues with a pressure transducer printed circuit board (pcb). The pcb was replaced by the customer and the device was returned for clinical use. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined. H3 other text : 4114